Event description:
The customer reported the device shut down while transporting a patient due to a data acquisition/ printed circuit board assembly/ analog digital converter (da pcba adc) failed vent inop occurrence. The customer reported there was no patient harm.